Event description:
During an esophagogastroduodenoscopy (egd),the physician was using a 15mm size dilator (sgd-15-70) with the savary-gilliard wire guide (sgw-200-sd). Both devices are supplied to the medical facility in the cook savary-gillard dilator set (sgd-70-2). The physician inserted the wire guide. The dilator was inserted over the wire guide. The tip of the wire guide broke off and became lodged inside the dilator. A section of the broken wire guide did not detach inside the pt's body. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. According to the report the device was re-sterilized using sterile steris system 1e. The instruction for use cleaning instructions caution: savary-gilliard dilators cannot be autoclaved or gas sterilized. Savary-gilliard case should be washed throughly with soap and water then wiped dry with a lint-free cloth or air-dried. Note: betadine is not recommended for use on savary-gilliard dilators. The instruction for use gives detailed instructions for the cleaning process of this device. The instruction for use states: "upon completion of esophageal dilation, remove dilator and wire guide from the pt." The instruction for use also directs the user to continuous fluoroscopic monitoring of wire guide position which will aid in device preservation and optimize device performance. Prior to distribution, all savary-gilliard dilator sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.